Event description:
A home patient (hp) contacted global technical services requesting assistance to end therapy on the homechoice (hc) machine. The hp stated that he connected even though he realized that there was air in the line. The hp stated the initial drain wasn't working. The technical service representative (tsr) advised the hp to start over with new supplies and assisted with ending therapy. The hp confirmed to setup with new supplies. No further information is available at this time.

Manufacturer narrative:
(B)(4). Sample availability and lot information are unknown at this time. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Product surveillance contacted the home patient (hp) who stated therapy resumed by starting with new supplies. No defects were noted at the time and there were no samples or lot number to provide. The hp is resuming therapy on the cycler. There was no medical intervention or patient injury.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of air in the patient line. The report was not confirmed due to a lack of sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the air in tubing was user error. The patient knowingly connected after prime when air was in the patient line. Use errors and proper user instructions are addressed in the homechoice patient at-home guide where users are instructed when and how to prime the set. Users are also instructed to open the patient line clamp for priming and warned not to continue therapy after prime unless the fluid level is at or near the connector at the end of the disposable set patient line. A labeling review found the patient at home guide to be adequate for potential use/user error in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.